Event description:
Customer reported that she experiences higher blood glucose when the reservoir is lower. Customer stated that this issue was not resolved with a change of the infusion set. She stated that there was no alarm to indicate a lack of insulin delivery. She stated that she did not believe it was a site issue and felt that the insulin pump was not functioning properly. She stated that she attempted to give herself a bolus and received a no delivery alarm. The blood glucose reading was 472 mg/dl. Customer treated with manual injection. Customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.